Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2015 with the following findings: on investigation, the alleged damaged display issue was verified. The display lens was scratched. The pump powered up to the verify screen with auditory and vibratory feature. No tactile issues were found with the buttons. Unrelated to the complaint, the display screen had a reddish contrast.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter name and address: (B)(6).